Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Attempted to implant an acetabular wedge augment by the drill, however the tip of drill was broken.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned product noted that the product was returned in used condition. The hexalobular tip of screwdriver was broken. The broken piece was not included with the returned driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with a material analysis engineer indicated "damage observed on drill tip consistent with contact against a hard object and in-service use." Medical records received and evaluation: not performed as medical information was provided. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: a visual inspection of the returned product noted that the hexalobular tip of screwdriver was broken. Further examination of the returned device with a material analysis engineer indicated that the damage observed on drill tip consistent with contact against a hard object and in-service use. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Attempted to implant an acetabular wedge augment by the drill, however the tip of drill was broken.